Event description:
It was reported that the patient was seen by the physician to cycle the artificial urinary sphincter. The physician determined the previous cuff no longer was the correct size to keep patient continent due to urethral atrophy. The patient had the artificial urinary sphincter cuff component removed. The physician measured the urethra, sized the urethra and placed a more appropriate sized cuff. No other information known or available